Event description:
It was reported that during a lumbar interbody fusion procedure on (B)(6) 2013 that the slap hammer, trial spacer and inserter had broken during the removal of the trial spacer. It was reported that when the surgeon was removing the trial, the slap hammer became stuck because it was too large. The slap hammer, the inserter and trial spacer were broken due to all the parts being attached during removal. Due to the difficulty in removal, the surgeon took the slap hammer off and had to manually take out the trial spacer. The surgeon used a separate instrument to complete the procedure. There was a 10 minute delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This report is for one, t-pal spacer applicator inner shaft. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient information was not made available. A review of the device history records was performed and no complaint related issues were noted. The investigation could not be completed; no conclusion could be drawn, and the product is entering the complaint system placeholder.

Manufacturer narrative:
The product development event evaluation details, the parts returned for inspection. The oracle and the t-pal spacer systems include a slap hammer. This instrument helps remove trials and implants. The t-pal trial spacer fractured at the proximal connection end. Mechanical testing t-pal removal impact, demonstrates that the applicator handle, trial and slap hammer construct can with stand 6.7kn of force which is adequate as explained in the test report. The complaint describes the trial being too large so excessive force may have been applied during the removal of the trial. The slap hammer fractured just below the connection end in the thread below the cross pin. The proximal end of the t-pal trial shaft (coupling end) fractured at the weakest point. The associated drawings were reviewed. The design specifications and materials are adequate for the devices intended use. The failure mode and root cause has been previously identified. Placeholder.

Manufacturer narrative:
A visual inspection and a manufacturing evaluation was performed on the returned device. No breakage or other damage could be detected, only normal signs of use are visible. There are some signs of use visible like slight deformations at the cut-in at the shaft and discolorations at the forefront. A function test was performed and it was possible to assemble and disassemble all received items except the broken trail spacer as described in the t-pal technique guide without any issues. As the device is functional and has no visible damage, there was no manufacturing fault at the applicator inner shaft. Based on the evaluation, this complaint is deemed indeterminate from a manufacturing position.